Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was in retry mode. A technical support specialist (tss) backed up the database and pulled transaction data and logs prior to the upgrade. The field service engineer (fse) was reimaged from version 1.6.x to 1.11.x using a 256gb solid state drive (ssd), followed by database rebuild, network configuration update, server synchronization, remote smart service (rss) registration, enabling managed mode, maintenance scheduling, forced windows server update services (wsus) patching, and essential security against evolving threats (eset) antivirus setup. Post-upgrade, maintenance service was verified running and users confirmed patient data visibility; however, medications were missing from the cubie map as inventory was not loaded on the server. Users were informed to reload the pockets, and an additional database backup was taken for investigation purposes. The system functioned as intended after technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device entered retry mode. The customer reported concern regarding potential data loss while the device remained in this state. A backup process was in progress, and upon completion, the station was planned to be reimaged to es v1.11.1. There were no delay or adverse events or injuries reported based on this event.